Manufacturer narrative:
Note: product reference 4433742 is not cleared for sales in the USA, but it is similar to the product reference 5433742 cleared under #510k: 130576. Batch history review: we have checked the manufacturing file of batch nr 36977436 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of 148 access ports released in april 2021. Investigation results: we did not receive the complaint sample for investigation. We received for investigation 3 pictures of the explanted device and 3 x-ray pictures. Review of the pictures of the explanted catheter: the catheter is graduated from 0 to 10. The extremity close to graduation 10 is ruptured slanted and cracked. Review of the x-ray pictures: we received 2 x-ray pictures taken during catheter removal procedure on (B)(6) 2022. The access port catheter was implanted via the right subclavian vein. The access port connected to a few cm long catheter is visible. The rupture occurred in the subclavian area. On the second picture, we can see the migrated part of catheter being removed with a lasso. Conclusion: the catheter was implanted via the subclavian approach. The x-ray pictures show that the catheter rupture occurred in the subclavian area, the aforementioned elements allow us to hypothesis that the catheter was crushed in the costo-clavicular space and repeated squeezing have led to catheter rupture: it is the pinch-off syndrome. However, only the examination of the explanted catheter could allow us to confirm this hypothesis. The instructions for use warn the physicians against the risk entailed by placing via the subclavian route, no corrective action is envisaged for the moment.

Event description:
"Because the patient could not draw blood when returning to the hospital for chemotherapy, the doctor asked the patient to take a film and found that the catheter was broken."